Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned fully actuated and in the post deployment position. The anchors were returned detached from the needle. The suture was bunched together from stress and frayed from breaking loose. The suture knot is tightened down. The t2 anchor has been bent likely from pulling back through meniscus. Based on the condition of the product material found during visual inspection, it was determined that additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Based on the product evaluation and visual inspection reports of the device, it was determined the device damage was caused by the application of improper/excessive force and there were no reported abnormalities for this device during manufacturing. The instructions for use warns excessive bending of the delivery needle beyond the bend tool may compromise implant deployment. The patient impact beyond the reported is not anticipated as ¿both t1 and t2 implants were removed, with a grasper and a backup device was used to complete the procedure, with a non-significant delay with no patient harm alleged. Therefore, no further clinical/medical assessment can be rendered. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix flex, after the implant was placed in the meniscus without any problems, the suture tore through when tightening. No damage to the suture could be detected during the application. Both t1 and t2 implants were removed from the patient with an arthroscopic grasper. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.